Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor was not working occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration. The probable cause could not be determined. The reported event of a sensor not working is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.